Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Image intensifier size and focus alignment were performed. Camera focus and centering alignment and camera decentration and circular blanking alignment were also performed. Tracking of kv and ma were within specification. Image resolution and beam alignment. All specifications were within limits. The system was placed back into service.

Event description:
It was reported that the system 9000's source to image variance was out of specification and the system was taken out of service. There was no adverse patient involvement reported. There was no patient information reported.